Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee arthroscopy surgery on (B)(6) 2021, it was observed that the image management system- evolution 4k device had a green bar on the screen. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.